Event description:
A optometrist reported that following bilateral lasik surgery, the patient reported blurry vision and photophobia. At 3.5 weeks post lasik, the patient continued to report blurry vision with some photophobia, needing to rest eyes frequently, and the inability to drive long distances. The patient is being treated with topical steroid drops. According to the surgeon, "the event is thought to be caused by the besivance getting under loose epithelium post treatment. Patient had loose epithelium post treatment with no complications from the surgery." This report concerns the patient's right eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).